Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the casters needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: the brakes operate correctly. The casters are in good condition; they do not have cuts, are not worn, and have a good amount of tread. Replace or repair parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on oct 24, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.